Manufacturer narrative:
(B)(4). Maude report number: mw5075886. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open abdominal procedure; the device tip broke while inside the patient. All pieces were found and none retained. There were no patient consequences reported.